Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was placed in the desired location, however, the lead was unable to pace. The physician repositioned the lv lead and no pacing was still observed. The physician removed the lv lead and replaced it with a different lv lead, however, the lead was still unable to pace in all vessels. The physician chose to abort the procedure and the lv leads were not implanted. No patient complications have been reported as a result of this event.